Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: h6 and h11 (investigation finding of crystallization at forceps channel port was inadvertently omitted in the previous report). The following reportable malfunctions were identified during the device evaluation: crystallization at forceps channel port. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device objective lens is slightly chipped. Based on the results of the investigation, it is likely that the following led to the malfunction: the forceps channel was blocked, resulting in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope channel is blocked by tissue adhesive (foreign material). There were no reports of patient harm.